Event description:
A report was rec'd that the pt's implant was feeling warm around the pocket site. The pt was prescribed oral antibiotics as the pt has a history of mrsa. The pt's infection was later determined to be viral.